Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -8.5/4.5/111 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2023. Lens rotation not associated to a low vault was observed. The lens was repositioned on (B)(6) 2024. This did not resolve the problem. Lens remains implanted. Cause of the event is reported as unknown.

Manufacturer narrative:
B3 - unk. A4 - unk. A5 - unk. A6 - unk. H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4).